Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 37 mg/dl. He ate pie to treat his low blood glucose level. The insulin pump alarmed no delivery. Customer's blood glucose level went up to 447 mg/dl. He treated his high blood glucose level with the insulin pump and injection. When the customer performed a fill cannula, all the insulin infused into his body. The reservoir was hard to turn. The customer was unable to get past the rewind/prime. The device was not returned.